Event description:
It was reported that the user experienced recurrent insulin occlusion alarms on the ilet despite multiple supply changes, insulin changes, site changes, and use of a replacement pump, with education provided on correct priming technique and the sequence for connecting the connector to the cartridge and inserting into the pump. Symptoms included hyperglycemia with a reported peak of 230 mg/dl and elevated glucose above 180 mg/dl for approximately 13 hours, without ketone testing, back-up therapy, medical intervention, or acute clinical effects. Outcomes included resolution of high glucose back to range after troubleshooting and successful supply change, including use of new cartridge, connector, tubing, infusion set, and alternate infusion site. Investigation included structured troubleshooting over multiple calls, visual verification of drops at the correct needle during press-and-hold, dry-run priming without a cartridge, evaluation with components from different lots, and guided replacement of all disposable supplies. Investigation of this case revealed that improper supply-change technique and an infusion set/tubing issue likely contributed to flow interruption leading to occlusion alarms, which resolved after correct priming with verified drops and replacement of the infusion set and tubing. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to supply change and infusion set performance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.